Manufacturer narrative:
A review of manufacturing records revealed that this lot passed all the necessary testing. This testing includes passing a percentage of the product through a 7fr introducer and deploying the product. The review of manufacturing records indicated that the product was produced according to specifications. The root cause of the failure cannot be determined without additional information, including a physical inspection of the ancillary devices used during the intervention. In this particular case the physician appeared to try to minimize the risk of dislodgement by using a guide catheter to deliver the device. It appears to have occurred due to the angulation of the guide catheter that occurs in such a case due to the patient's anatomy.

Event description:
The doctor wanted to have a final check on everything through x-ray before he deployed any stent, he discovered that the stent positioned at the right renal artery was dislodged from the balloon and the stent was found at the right renal artery. After several attempts, the doctor failed to get the dislodged stent back to the right position. He subsequently used a replacement. After the stent was fully deployed, the doctor could still see blood flow to the right renal artery. The patient was fine.